Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system was defective and the seal broke during use. The following information was provided by the initial reporter: "the complaint is that the seal breaks after only 2 plunges."